Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose after dinner while using the ilet bionic pancreas, including an event with a nadir of 40 mg/dl and vomiting, and the device delivered approximately 10.4 units of insulin for each dinner on two consecutive evenings. Symptoms included hypoglycemia with associated vomiting. Outcomes included correction with oral carbohydrate and honey, user self-management without professional intervention, device low-glucose alerts, and no hospitalization. Investigation included review of device reports and discussion with a clinical diabetes specialist, with operational adjustments implemented by discontinuing a daytime lower secondary glucose target and plans for further assessment. Investigation of this case revealed no device malfunction identified from report review, with the pattern suggesting postprandial highs followed by late post-meal hypoglycemia; the device and its components functioned as designed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.